Event description:
Related manufacturer reference number: 1627487-2023-02984. Additional information received indicates that the lead was also explanted and replaced to address the issue.

Event description:
Information received indicates that no surgical intervention took place on the lead. The lead remains implanted. During intraoperative testing the impedances on the lead was fine. Only the extensions were explanted and replaced.

Manufacturer narrative:
The reported event of high impedances was confirmed. Analysis of the returned lead extension "a " was found with internal wires broken and detached in the header. The fracture observed would be consistent with an overstress condition or sudden event that the extension was subjected to while still in vivo.

Event description:
It was reported that the patient was experiencing overstimulation. Reportedly, patient had suffered multiple falls. Diagnostics revealed high impedances. Reprogramming was unable to resolve the issue. As such, surgical intervention took place wherein the extensions were explanted and replaced with new extensions addressing the issue. During the procedure it was noted a wire was seen coming out on one of the extensions. Investigation was unable to determine which extension was fractured.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).